Event description:
It was reported to philips that the device had an "equipment malfunction". There was no reported patient involvement.

Manufacturer narrative:
UDI =(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).